Manufacturer narrative:
Based upon new information, this complaint is no longer a reportable event in the us.

Manufacturer narrative:
Patient information: patient identifier- multiple = sid (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported (B)(6) architect anti-hcv results on five patients. The results provided were: sid (B)(6). All samples are (B)(6). There was no reported impact to patient management.